Manufacturer narrative:
Taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of a damaged device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery."

Event description:
Broken device. Port removed and will be returned. Unk if band and port will be replaced.